Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unknown. Additional information was requested, and the following was received: what were the indications for surgery? Lap gastric sleeve did the patient receive any preoperative chemotherapy or radiation? Unknown what healthcare professional fired the device and what is his/her experience with the device? Unknown. Did the healthcare professional wait 15 seconds after closing the device before firing? Unknown. Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown what color reloads were used and what was the sequence of the firings? Unknown was the staple line visualized endoscopically during the initial surgical procedure? Unknown. Was the bleeding intrabdominal or intraluminal? Unknown. Were there any additional scans or test performed to determine the site of the bleeding? Unknown. Was there any medical or surgical intervention to address the bleeding? Unknown how was the post-op bleeding identified? Unknown. How many days postoperative was the bleeding identified? Unknown. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Surgeon said patient had a transfusion. How was the bleeding addressed? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. What is the current status of the patient? Unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the two weeks post op after gastric sleeve the patient returned due to bleeding. Patient required transfusion.